Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm diameter abdominal aortic aneurysm. The diameter of the neck at the level of the renal artery at the time of implant was 22mm and 24 mm in length. The degree of angulation was noted as 15 degrees and vessel tortuosity was minimal. It was reported that the patient had been lost to follow up but came in for another comorbid condition. During that exam for kidney stones a CT urogram found that the stent graft had migrated and was not at the renal arteries. The neck had reportedly dilated up to approximately 5cm and the iliac position was stable. The patient will be monitored. No clinical sequelae were reported.

Event description:
Additional information received reported that it was the physician¿s opinion was that the migration was caused by the dilatation of the proximal neck to a diameter greater than the implanted device. A secondary intervention was done to treat the migration and a type 1a endoleak. An endurant stent graft was placed in to the patient and extended bi-laterally into the existing limbs of the aneurx device. The result of the repair was a complete exclusion of the endoleak and a good proximal seal.